Event description:
A (B)(6) male pt contacted zoll customer support to report that the battery charger would not power on. The pt was issued a replacement charger.

Manufacturer narrative:
Device eval of battery charger sn (B)(4) has been completed. The reported problem (won't stay lit) has been confirmed. As received, the charger/modem would not power on. Upon eval, the power supply unit was defective. The cause for the inability to power on was the defective power supply unit. The root cause for the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply unit. The pt was issued a replacement battery charger.